Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to a defective q1 component on ECG "c" in the distribution node (dn), causing all ecgs to not recognize during the falloff test. Upon further investigation, the front te was leaking gel. The root cause for the defective q1 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.